Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe the cannula was blocked and seemed to be missing the hole. The following information was provided by the initial reporter, translated from chinese to english: the arterial blood collection device is prepared for use by the user department. When the nurse tore off the outer packaging of the blood collection device, no abnormality was found. When preparing to use it, it was found that the needle of the blood collection device had no needle hole and could not be used.